Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist was to meet with the customer and make any pump settings adjustment as per the customer's doctors guidelines. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250-400 mg/dl. The infusion set was changed, a correction bolus delivered and insulin injections were used to address the bg level. The cause of the high bg was not known. As the high bg occurred the day before, tandem technical support advised the customer to discuss the event with a healthcare provider.